Manufacturer narrative:
(B)(4). Previous investigation (apoc incident (B)(4)). In a previous investigation, the customer provided two barcode sample sheets from two different printers at their facility. The label sets returned by the customer did not met the minimum grade. Note: apoc evaluated the print quality for decodability using the industry standard iso/iec 15416:2000e "bar code print quality specification." The minimum acceptable grade defined by ansi/hibc 1.3-2010. The health industry bar code provide applications standard, requires a minimum grade of 1.5. The issue experienced by the customer was due to poor bar code print quality which did not meet the minimum standards described above. All bar codes evaluated from the customer were below the standard due to low decodability (<25%). Abbott point of care does not believe that this is a product malfunction but is requesting analyzers be return from the customer's for further testing.

Event description:
On (B)(6) 2011, abbott point of care became aware that a customer scanned a patient wristband barcode with I-stat1 analyzer sn (B)(4) displayed incorrect patient ID numbers. Customer states that customer patient ID is #(B)(6), and barcode was scanned incorrectly as #(B)(6). Customer has previously complained on the same issue (refer to MFR report# 2245578-2011-00045) and the investigation revealed that abbott point of care product was performing as intended. It was determined that the issue experienced by the customer was due to poor print quality of the barcodes at the customer site which did not meet the minimum standards. New investigation is pending when analyzers are received from the customer. Based on the information available at the time, there were no injuries associated with this event.